Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Technical support was contacted after the patient reportedly received an inappropriate defibrillation therapy due to post paced t-wave oversensing. Lead replacement is anticipated but not yet scheduled. Further information was requested but not received. The patient was in stable condition.